Event description:
The manufacturer received information alleging a ventilator needed service. There was no harm or injury reported. There was no evidence the device was in patient use. The device was evaluated by the manufacturer's service center and an oxygen blending module valve failure alarm was observed in the device's downloaded event log. The device's oxygen blending module subassembly was replaced to address the issue. Additionally, the device's air inlet filter and particulate filter were replaced preventatively. The oxygen blending module subassembly was returned to the manufacturer's product investigation laboratory (pil) for additional testing. The component failed pressure verification test steps during testing. The pil technician confirmed the oxygen blending module pressure sensor caused the failure of the oxygen blending module subassembly. The component was scrapped.